Event description:
It was reported that during a da vinci prostatectomy procedure the surgical staff noticed arcing through the tip cover accessory installed on the monopolar curved scissor (mcs) instrument. The tip cover accessory was immediately removed and replaced. The planned surgical procedure was completed with the replacement tip cover and without significant delay. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found holes burned through the silicone with localized melting, indicative of arcing. A large oblong shaped hole, approximately .060 inches by .040 inches in size and located .215 inches above the silicone to sleeve interface, has a .100 inch tear bisecting one edge with a small arced hole at one end of the tear. A .010 inch diameter hole was observed on the opposite side of the oblong hole, located .225 inches above the silicone to sleeve interface. Multiple holes indicate multiple arcing events occurred. Engineering concluded that tearing may have been caused by instrument collisions or a cannula if the instrument wrist was bent during removal and re-insertion of the mcs instrument. The site also returned the mcs instrument used during the procedure. One proximal clevis ear has a section with a dark discoloration; however, it cannot be confirmed that this is a char mark. With the tip cover installed on the instrument, the discolored area is in the same location as the tip cover silicone damage. The instrument does not have any burrs or sharp edges that may have caused damage to the tip cover. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.